Event description:
The pt called lifescan and alleged the one touch basic original meter was displaying error 1. The medical affairs specialist contacted the pt to verify the issue they had awoken saturday evening with a dry mouth and feeling anxious, dizzy and weak they then attempted to use the meter and error 1 appeared. They took glucotrol xl and later started feeling better. No medical attention was sought or received. They stated their last blood glucose had been 320 mg/dl. The oral medication was changed to glipzide 5 mg tab and glucophage 300mg/l tab. The customer care representative performed troubleshooting and the error 1 appeared. There is indication the product malfunctioned due to the error message, however not indication that the product contributed to a serious injury. The pt had been running "high', tested after the symptoms started, treated themselves with oral diabetic medication and did not seek medical attention until the next day, where their reading were still high. Their sister checked their blood glucose today and it was 200 mg/dl. Based on the info obtained the event is reported as a product malfunction. The meter was replaced and return expected.